Event description:
Event description boston scientific crm received information that the patient with this pacemaker was passing out. Technical services tried to get information from the caller i.e., the presence of daily measurements. Technical services tried giving instructions to do a data download, but the caller hung up. The device is on an advisory.